Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the grommet was damaged and the set screw was loose/detached. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the inner insulation was kinked/buckled and the lead appeared damaged at implant.

Event description:
It was reported that the set screw would not set in the header of the device and appeared to be broken. The device was explanted and replaced. It was also reported that during implant attempt of the new lead, the lead would not advance through the vein and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Analysis of the device and lead is in process; the results will be forwarded when available.

Event description:
It was reported that the set screw would not set in the header of the device and appeared to be broken. The device was explanted and replaced. It was also reported that during implant attempt of the right ventricular lead, the lead would not advance through the vein and a different lead was used. No patient complications have been reported as a result of this event.